Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device decreased.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. In addition, two channels migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device decreased. The user has been re-implanted.